Event description:
The device emitted metal shavings during the procedure. Metal shavings were left in the pt's shoulder. No other adverse outcome was reported.

Manufacturer narrative:
An eval of the subject device will be performed upon receipt. Upon completion of the eval, a follow-up medwatch will be submitted.